Event description:
The customer reported that the ventilator does not see alternating current (ac). The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
The power supply was received for failure investigation. The power supply was tested and the reported condition was verified. The root cause was due to q5 was shorted and f3 was open. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.